Manufacturer narrative:
Additional procode: hwc. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020 that a patient underwent ulnar reduction surgery of the right wrist on (B)(6) 2016. The patient has experienced hypersensitivity sometimes where her arm is near an electricity source. There is no further information available. This report is for one (1) 2.7mm cortex screw slf-tpng with t8 stardrive recess 12mm. This is report 2 of 7 for (B)(4).